Event description:
Found during routine testing, the customer reported that the device power supply is faulty and the ac mains light on the front panel is not illuminated. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.